Event description:
Complainant alleged that the autopulse® platform displayed a user advisory (ua) 17 (max motor on time exceeded during active operation) and a user advisory (ua) 20 (position out of range) message. No patient involvement was reported. No further details were provided.

Manufacturer narrative:
Please refer to ccr 18623 MFR # 3010617000-2015-00095 for investigation results.

Manufacturer narrative:
Complainant also reported that the motor does not work when the start/continue button was pressed, while using a fully charged nimh and li-ion battery. Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.